Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance. Reprogramming was done for the lead and it remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1q1 crt-d, implanted: (B)(6) 2015. (B)(4).